Event description:
On (B)(6) 2012, the pt reported that blood glucose level has gotten as high as 500 mg/dl. Her target range is 150 mg/dl. She attributes this to the up and down buttons not functioning properly on her infusion device. The buttons do not always respond and she has to press the buttons very hard and move them around to get the buttons to respond. The pt has been able to take insulin injections to correct her elevated blood glucose levels. The issue has been occurring for the past year. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
The infusion device was evaluated. The up/down button does not operate. The printed circuit of the up/down flex connection is interrupted.